Event description:
It was reported that the user experienced repeated occlusion alerts on the insulin delivery system and had not yet replaced infusion or pump supplies at the time of the report. Symptoms included no adverse clinical effects reported. Outcomes included no impact to health, no medical visits, and no hospitalization. Investigation included basic troubleshooting and education advising the user to change supplies to assess resolution. Investigation of this case revealed that an occlusion alarm was reported, with no device component damage or failure confirmed, and no device evaluation performed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending supply change and user follow-up. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.